Event description:
The lay user / patient contacted lifescan (B)(4) on (B)(6) 2011 alleging an error 2 message with their one touch verio meter. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The technique of applying blood on the test strip was correct and there was no misuse of the product. The alleged issue was not resolved over the phone and the product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event since the patient denied exhibiting any symptoms or seeking any medical attention. The complaint is being reported since the alleged error 2 message was not resolved.

Manufacturer narrative:
Products were replaced and requested back. Products were returned on (B)(6) 2011 and both meter and test strips passed testing and issue was not confirmed. The 510 (k) # is k093745.